Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient was discharged from the hospital and the patient outcome was not reported. Pd therapy was ongoing. Approximately one month after the patient was discharged, the patient experienced re-current of peritonitis. At the time of this report, the patient has recovered from the event. The reporter decline declined to provide additional information.

Manufacturer narrative:
The event occurred on an unreported date in april 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient was discharged from the hospital and the patient outcome was not reported. Pd therapy was ongoing. Approximately one month after the patient was discharged, the patient experienced re-current of peritonitis. At the time of this report, the patient has recovered from the event. The reporter decline declined to provide additional information.